Manufacturer narrative:
Device remains implanted.

Event description:
An afx2 bifurcated stent graft was implanted with a vela suprarenal cuff to treat an abdominal aortic aneurysm. Following completion of the endovascular repair, the patient's right pedal pulse was noted to be diminished. The patient underwent exploration of the right femoral artery, which revealed a dissection flap within the artery, which obstructed arterial flow. A re-intervention was performed on the date of the stent graft implantation, where a right femoral artery endarterectomy was performed and closed using a bovine pericardial patch. Following the re-intervention, the patient's right pedal pulse was restored to normal. The patient was discharged the day following the index procedure. As the date of this report, thave been no additional patient sequelae reported and the patient will continue to be monitored.